Event description:
It was reported that during a lap cholecystectomy procedure, after firing and the device was released from the tissue, the jaws would not close all the way in order to remove it through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.